Event description:
Pt had smart toe implanted on (B)(6) 2014. For 10 months no complications. On (B)(6) 2015 determined patient's smart toe broke at the stem proximally allowing for more deviation and gapping noted at the proximal interphalangeal joint.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The reported incident that intramedullary arthrodesis implant smart toe ii 16mm / 10° angle for pip arthro was alleged of issue s-12 (implant breakage after surgery) could be confirmed based on provided x-rays. As we have no information regarding patient height, weight and postoperative care, we cannot determine the exact root cause of this breakage. Based on complaint history and previous cases, it has been identified that smart toe implants can break when patient is obese or when patient does not respect postoperative care or when patient keeps an important activity after surgery. All of these reasons could not be excluded in this case. It was reported that there was no complication for 10 months and then the implant broke. Such a late breakage can be asymptomatic or due to overload (fall or trauma¿)or due to a late or non-fusion; therefore this case is classified as patient related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Pt had smart toe implanted on (B)(6) 2014. For 10 months no complications. On (B)(6) 2015 determined patient's smart toe broke at the stem proximally allowing for more deviation and gapping noted at the proximal interphalangeal joint.